Manufacturer narrative:
Product analysis: the distal tip was flared. The dislodged stent was severely stretched and deformed. There were crimp impressions visible along the working length of the balloon. (B)(4).

Event description:
The physician intended to use an endeavor resolute device. The device was inspected prior to use with no abnormalities noted. Nothing unusual was noted during device preparation. The target lesion in the lcx had 85% stenosis, moderate calcification and moderate tortuosity. It was reported that the lesion had an 'angulation'. Lesion pre-dilation was performed twice at 8 atm for 10 seconds. 30% stenosis remained after pre-dilation. No resistance was encountered advancing the endeavor resolute device. It was reported that during advancement of the device the 'stent wire' dislodged. The stent was removed using a snare. The procedure time was prolonged. The physician determined the reason for the event was the severe vessel tortuosity. The following information was provided "the stent was loose due to too many attempts". No further stenting attempt was performed. No further patient complications were reported - the patient is reported to be well now. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.